Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection revealed that the upper jaw of the device was loose. A functional test by pulling the jaw trigger revealed that the jaw would not open or close as intended. It was also observed that the jaw to shaft pin was broken. This type of failure is typically observed when the user grasps excessive amounts of tissue with the jaw, therefore putting shear stress on the jaw to shaft pin. When excessive shear stress builds up in the jaw to shaft pin it can break, therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). H11: corrected data: b4/g4: initial alert date should be february 12, 2019

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure, but prior to use on the patient, the expressew iii with hook lever was broken. The sales rep stated the lever is not detached from the device. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation. Additional information received from sales rep on 02/15/2019 reporting that the top of the gun where the lever attaches seems to be broken because it will not stay open or closed it just dangles. The sales rep also reported that the serial number of the device is (B)(4).